Manufacturer narrative:
The insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The device passed displacement test, operating currents, self test, off no power, unexpected retstart alarm error test, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed the motor test. No motor error alarm. No battery out limit alarm noted. The device was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.